Event description:
During the pulsed field ablation procedure, air aspirated from the valve when the volt catheter was inserted. The sheath was replaced but the same issue occurred. The sheath was replaced again and the procedure was completed with no adverse consequences to the patient. The sheaths were flushed properly with each flush performed before introducing the volt catheter and only blood was aspirated, with no bubbles. Air was noted after the volt catheter was inserted. As soon as the volt was inserted, large air bubbles were aspirated. The issue disappeared when the volt was removed.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11 one 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal that is consistent with a known design related issue. A separate tear was also noted at one side of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the slit tear remains unknown.